Event description:
Pt reported that an infusion set, from this lot, occluded out-of-box. They indicated that the device generated an occlusion error each time they tried to prime through the new infusion set. Pt stated that, after attempting to prime, with the infusion set disconnected, the occlusion error did not recur. Pt's blood glucose was not affected and no treatment was received. Pt was able to switch to a new infusion set, from a different lot, to resume infusion therapy.